Event description:
It was reported that this system with implantable pacemaker and right atrial (ra) lead exhibited atrial tachycardia with wide qrs complex during an unspecified procedure. The variable rate observed was attributed to noise; however, this noise was not evident on the electrogram (egm). Notably, there were no signs of a high ventricular rate. Additionally, oversensing of the noise was identified, and the pacing impedance of the atrial lead was recorded as high out-of-range, exceeding 3,000 ohms. Atrial tachycardia was documented at a rate of 140 beats per minute (bpm), which was solely due to far-field r-wave oversensing (ffrwos). The device was reprogrammed to reduce recorded noise. At this time, this ra lead remains in service and no adverse patient effects were reported.